Event description:
It was reported that during a procedure, the rover got hot, followed by a burning smell and then smoke. The procedure was completed successfully with that same unit with no adverse consequences.

Manufacturer narrative:
The MFR's field service rep evaluated the rover and the complaint was confirmed. The power plug had a crack and was burnt at one of the connection points. The power plug was replaced and passed all operational, functional and electrical checks.